Event description:
Device was returned for service. During service, technician found the motor presents internal noise due to friction of the pieces when operating the reverse system. Evidence of lack of regular lubrication in the internal components. Dents in the connection piece of the adapters, in the casing, in the connection valve to the hose. This causes damage to the internal and external components vital for operating the device. The main motor presents wear ¿ this part has a service life of 12 months. Elastic rings or reparation set are replaced due to deterioration. Service life of 12 months. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed a gear did not function properly, the motor makes noise, a lack of lubrication and cleaning, and dents in the adapters. This was attributed to improper handling. The device was repaired and returned to the customer on 05/24/2013. Placeholder.